Event description:
The tech alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech found the side rail cable is pinched. The tech replaced the side rail cable to resolve the issue.